Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a procedure. It was reported that the site had made it aware that the system was 0.5cm or so off of their trajectory. The site had moved forward with free hand replacement screws and will be using the imaging system again to check screw placement. The site had already taken 2 spins. The system and drape was removed. There was no known frame movement during the case. The site called back and stated that the issue was resolved by taking a third spin and accuracy was back on. The caller stated that they do not want a system check-out at this time. No further information was received. No impact on patient outcome. Additional information was received stating that the issue occurred during a spinal fusion procedure. There was a 15 minute delay in the case. There were 2 unused spins in the case. It is unknown why the reported issue occurred.